Event description:
The customer reported that the system made a loud popping noise and then they had to reboot the system to finish the case. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage connectors were cleaned and regreased. The system was then found to be operating as intended.